Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device 4 of 5, reference MFR. Report# 1627487-2018-05537, 3006705815-2018-01347, 3006705815-2018-01348, 1627487-2018-05539: it was reported the patient¿s entire scs system was removed due to the patient having a (B)(6). The site of the infection is unknown. No additional information was provided to the manufacturer.

Event description:
Device 4 of 5: reference MFR. Report #: 1627487-2018-05537; reference MFR. Report #: 3006705815-2018-01347; reference MFR. Report #: 3006705815-2018-01348; reference MFR. Report #: 1627487-2018-05539. Follow up information identified the infection started at the ipg site and then went into the lead sites. The patient was hospitalized for an unknown duration and was prescribed four months of antibiotics.